Event description:
The lay user/patient contacted lifescan (lfs) on 1/8/08, alleging that her one touch ultra meter memory is displaying when the meter is powered on. After several attempts, the medical affairs specialist was unable to contact the pt to obtain additional info. According to customer service documentation, the pt tests her blood glucose level once per day. The pt stated, that she first experienced this power issue during mid-october. After the issue began, in november, she stated that she experienced symptoms of feeling "low blood sugar symptoms and went blind for 3-4 minutes." At that time, the pt did seek medical attention. It would have been helpful to know: if the pt was able to test at all between this two week time period; the pt's medication regimen; if adjustments are made to dosages based on meter readings and the details of the medical treatment for her symptoms. It was discovered through troubleshooting that the pt was powering the meter by pressing the "m" button and the meter was going directly into meter memory. The customer care advocate was able to instruct the pt on properly turning on the meter using a test strip. All lfs products were replaced. This complaint is reported because, the pt alleges her meter displayed the memory when the meter was powered on. After the alleged product issue began, the pt reported experiencing symptoms that can be associated with serious injury due to hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.